Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there was bleeding at the right femoral access site which resolved with stent implant. There was no evidence of an aneurysm. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient had known peripheral artery disease, there was stenosis at the right femoral access site, resolved with percutaneous transluminal angioplasty (pta) and stent implant.

Manufacturer narrative:
Information was received that the intervention was performed on the left leg.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.